Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) withheld ventricular tachycardia (vt) detection due to supra ventricular tachycardia (svt) criteria inhibiting the detection/therapies. The ICD remains in use. No patient complications have been reported as a result of this event.